Manufacturer narrative:
Investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl579t - challenger ti-p ml-ligat.clips 12 cartr. According to the complaint description, the first clip fired during the surgery, then several fired at the same time, and then no clips fired at all. Some clips fell into the patient's abdomen. The clips were found but extended the surgery time for more then 20 minutes. An additional medical intervention was necessary. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d4 - expiration date. H4 - production date. Investigation: until this time, no product was returned. Therefore, an investigation of the product is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation, rationale, conclusion and root cause: a potential root cause for the reported issue can be improper handling. If the clip cassette is not engaged completely to the shaft or if it is damaged during inserting, an impairment of product functionality occurs. In consequence, this may lead to mispositioned clips and ultimately to a clip jam. Further, it is possible that clip jams occur, if the clip application sequence is performed with excessive speed or, if the assembly order is not performed according to the instructions for use (IFU). However, without a complaint sample available this investigation remains inconclusive. Conclusion of statistical analysis: root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Based upon the investigations results a CAPA is not necessary.